Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a right percutaneous nephrolithotomy (r pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. During the procedure, the patient's estimated blood loss was about 200 cc and was hypotensive at 90/50 mmhg. The patient was admitted overnight for monitoring and there were no further complications. Four (4) days post-procedure (pod04), the patient reported clot retention and hematuria. Computed tomography angiography (cta) revealed no pseudoaneurysm. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1302 captures the reportable event of hematuria. Patient code e0505 captures the reportable event of clot retention. Patient code e2321 captures the reportable event of hypotension during the procedure. Impact code f08 captures the reportable event of "patient admitted overnight for monitoring." Impact code f2203 captures the reportable event of " cta showed no pseudoaneurysm."

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a right percutaneous nephrolithotomy (r pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. During the procedure, the patient's estimated blood loss was about 200 cc and was hypotensive at 90/50 mmhg. The patient was admitted overnight for monitoring and there were no further complications. Four (4) days post-procedure (pod04), the patient reported clot retention and hematuria. Computed tomography angiography (cta) revealed no pseudoaneurysm. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
Block h11: blocks h6 and h10 have been corrected. Block b3: the exact event onset date is unknown. The provided event date of january 1, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1302 captures the reportable event of hematuria. Patient code e1309 captures the reportable event of clot retention. Patient code e2321 captures the reportable event of hypotension during the procedure. Patient code e0506 captures the reportable event of hemorrhage. Impact code f08 captures the reportable event of "patient admitted overnight for monitoring." Impact code f2203 captures the reportable event of " cta showed no pseudoaneurysm."

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a right percutaneous nephrolithotomy (r pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. During the procedure, the patient's estimated blood loss was about 200 cc and was hypotensive at 90/50 mmhg. The patient was admitted overnight for monitoring and there were no further complications. Four (4) days post-procedure (pod04), the patient reported clot retention and hematuria. Computed tomography angiography (cta) revealed no pseudoaneurysm. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
Block h11: block h6 has been updated. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1302 captures the reportable event of hematuria. Patient code e0505 captures the reportable event of clot retention. Patient code e2321 captures the reportable event of hypotension during the procedure. Impact code f08 captures the reportable event of "patient admitted overnight for monitoring." Impact code f2203captures the reportable event of " cta showed no pseudoaneurysm."

Manufacturer narrative:
Block h11: block b5 has been updated based on the additional information received on march 15, 2024. Block b3: the exact event onset date is unknown. The provided event date of january 1, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1302 captures the reportable event of hematuria. Patient code e1309 captures the reportable event of clot retention. Patient code e2321 captures the reportable event of hypotension during the procedure. Patient code e0506 captures the reportable event of hemorrhage. Impact code f08 captures the reportable event of "patient admitted overnight for monitoring." Impact code f2203captures the reportable event of " cta showed no pseudoaneurysm."

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a right percutaneous nephrolithotomy (r pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. During the procedure, the patient's estimated blood loss was about 200 cc and was hypotensive at 90/50 mmhg. The patient was admitted overnight for monitoring and there were no further complications. Four (4) days post-procedure (pod04), the patient reported clot retention and hematuria. Computed tomography angiography (cta) revealed no pseudoaneurysm. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure. Additional information received on march 15, 2024. Per physician's assessment, the event was serious, was not related to the device, and causally related to the procedure.